Event description:
The male luer tip of the venous blood line broke off in the crrt pt's access after the treatment was completed when disconnecting the cartridge line from the access. No problem noted when the initial connection was made. The vascath access was replaced. No other medical intervention was required.

Event description:
It was reported that the physician trained in the use of the proglide attempted closure of the common femoral artery after an interventional procedure. Reportedly, the vessel was less than 5 mm and the device was inserted below the common femoral artery into a graft. A cuff miss occurred and the device could not be removed from the patient anatomy. The device was broken in half to retract the foot in an attempt to remove the device. The device could not be removed and a cut-down procedure was done to remove the device and suture the vessel closed. Two units of blood were given as part of the procedure. The patient was released the following day with no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger with anterior needle, marker tube, posterior needle tip and approximately 10.5 inches of the suture not returned. The device was broken at the distal end of the guide inside the metal guide tube and at the proximal end distal of the nose cone. The metal guide was bent distal of the nose cone. The breakage and separation detected with the handle halves and proximal end of the needle guide is consistent with the report of the device being broken in half to remove. It was reported that the access sited was less that 5mm, the instructions for use (IFU) under special patient population states that the safety and effective of the perclose proglide smc device have not been established in the following patient populations; patients with small femoral arteries (less than 5mm in diameter) and patients with access site in vascular grafts. The IFU under indications for use states: the perclose proglide 6f smc system is indicated for the percutaneous deliver of the suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. The report of the device being used below the femoral artery is not consistent with the IFU under indications for use. Based on the analysis of the returned device the root cause was due to a failure to follow instructions. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4), failure to follow instructions for use and patient selection. (B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4).